Event description:
When beginning the administration of y90, physician encountered resistance when using the saline flush and there was immediate backflow into the overflow container of the administration kit. The resistance persisted and the overflow container filled with saline. At this point the administration was aborted and catheter was removed from patient. The catheter had been flushed, shown to be patent immediately before the procedure. After the failed attempt, the acrylic base around the vial was noted to be cloudy by the physician.